Event description:
It was reported via repair work order that the lift stuck was stuck in an elevated position and would not lower due to a damaged cpu board. It was also reported that both siderails had no electrical functions due to damaged siderail cables. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.